Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: impella cp was inserted via the right femoral artery in a 60-year-old male for acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient's comorbidities were not reported. Prior to support, the patient was reported as scai shock stage c and required inotropic support, vasopressors, and respiratory support. During morning rounds, pink urine was noted and reported to the cardiologist. Nursing staff indicated the discoloration had been present since the overnight shift. At the time of the event, the impella cp was functioning as intended at p-6 with flows of 2.6 l/min and a purge solution consisting of 5% dextrose in water with 25 meq sodium bicarbonate. Echocardiography demonstrated normal ejection fraction, hemodynamics remained stable, and lactate levels were improving. Although repositioning was suggested, the patient continued to improve clinically and was successfully weaned from vasopressors, inotropes, and impella cp support. The impella cp functioned as intended throughout the event. The reported pink urine is consistent with hematuria; however, no laboratory data were reported to confirm hemolysis. The patient was successfully explanted and survived to explant.